Event description:
It was reported that there was a groin abscess after use of the prolene hernia system. They addressed the groin abscess with removal of mesh in 2000. The pt's hosp stay was extended three days. The pt had the testicle removed at a later date due to the infection. It was removed by a urologist. No further info was provided.